Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A complaint history review on the product family was conducted from (B)(6) 2018 to (B)(6) 2019. Since the catalog number is unknown it cannot be related to any complaint for same family of product and same issue. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 4 sutures that were shredded. The bullet dislodge from the suture. They were attached to the capio device. A second capio slim device was used without issues.